Event description:
It was reported that bd solomed syringe with needle leaked due to a loose connection closure. No serious injury or medical intervention was reported.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. Samples provided for the occurrence were evaluated and submitted a leakage test without quality deviations. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria is aql 0, 25%. The batch involved in this complaint meet all acceptable quality levels (aqls), was manufactured and released according to applicable procedures and specifications. According all these information, it was not possible to confirm the occurrence. Samples/photos analysis: the sample provided by the customer were evaluated and submitted a test and it was not possible to confirm the defect of this complaint was related to a bd process. Not confirmed: bd was not able to confirm/reproduce the incident in question.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe with needle leaked due to a loose connection closure. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR, maintenance and quality notification records were analyzed and no deviation was found for this batch. The manufacturing process are validated according acceptance criteria. No samples or photos were sent by the customer. It was not possible perform an investigation or determine root cause for the occurrence. From the available information it is not possible confirm the complaint.

Event description:
It was reported that bd solomed syringe with needle leaked due to a loose connection closure. No serious injury or medical intervention was reported.